Event description:
It was reported that there was an episode of anti-tachycardia pacing (atp) followed by an inappropriate shock during a sinus rhythm. The arrhythmia was detected in the ventricular fibrillation (vf) zone after which atp was delivered the device then charged but no shock was delivered due to a spontaneous rhythm termination. Redetection was met after which an inappropriate shock was delivered. Further follow up was recommended. No adverse patient effects were reported. The device remains implanted.

Event description:
It was reported that there was an episode of anti-tachycardia pacing (atp) followed by an inappropriate shock during a sinus rhythm. The arrhythmia was detected in the ventricular fibrillation (vf) zone after which atp was delivered the device then charged but no shock was delivered due to a spontaneous rhythm termination. Redetection was met after which an inappropriate shock was delivered. Further follow up was recommended. No adverse patient effects were reported. The device remains implanted. Addition information noted that anti-tachycardia pacing (atp) was delivered recently to convert an arrhythmia. Ventricular tachycardia (vt) was initially detected in the vt-1 monitor only zone and then the rhythm accelerated to the vt zone where anti-tachycardia pacing (atp) was successfully delivered. No further changes were made. No adverse patient effects were reported. The device remains implanted.